Event description:
It was reported that the estimated longevity of this implantable device decreased not as expected, from three and a half years to trigger elective replacement indicator (eri), within nine months. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the estimated longevity of this implantable device decreased not as expected, from three and a half years to trigger elective replacement indicator (eri), within nine months. This device was replaced and the hospital decided not to send it back due to the overall longevity of the device itself. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental: if information is provided in the future, a supplemental report will be issued. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.